Manufacturer narrative:
Continuation of concomitant products: ddmc3d1 ICD implanted: (B)(6) 2018.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to vegetation on the right atrial (ra) lead. A new system was implanted three days later. No further patient complications have been reported as a result of this event.